Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had a rapid air loss alarm. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer(fse) was dispatched to investigate the issue. The fse did not find any problems. The fse ran the unit for a couple of hours with no issues. The fse completed the full calibration and the unit passed all functional and safety tests per factory specifications. The units to the customer and cleared for clinical use.

Event description:
N/a.